Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5094674 that a female patient of unknown age and race underwent unspecified breast surgery with unknown size unknown gel implants on both sides on (B)(6) 2016 and experienced lethargy, fatigue, loss of appetite, loss of strength, back pain, feeling cold, strep throat, flu / tonsillectomy, thyroids. Sick and tired. Short of breath. Loss sense of smell, tasted like dirt, lost my voice , allergies flared up, breast tenderness pain, depression, chest pain, tingling in my left arm and face, high wbc, low gfr, and breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.